Manufacturer narrative:
Evaluation summary: the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was scratched. The iol was inserted and scratched possibly due from the inserter. The iol was removed and a new iol was placed. Additional information was received indicating that "the rn¿s notes for the case just state that the lens was scratched and it was noticed after insertion. They are unsure if it was that way out of the package or if the inserter scratched the lens."

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).